Event description:
It was reported that during inspection prior to a surgical procedure at the user facility, the irrigation was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.